Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damage to the extension legs on the catheter could not be verified on the returned sample. One unopened powerpicc radiology basic kit was returned for investigation. The reported damage was not observed on the unused device. The original sample was not returned for investigation; therefore the root cause could not be determined. The catheter was in place for 5 weeks. Potential contributing factors include clamp damage, sharp instrument damage, or pulling/twisting the extension leg.

Event description:
Per complainant: first line was placed on (B)(6) 2017 and removed on (B)(6) 2017 because the line broke within the "clamp area". The line was placed for tpn and is maintained by the patient, unknown how the line is cleaned or frequency of clamp usage. 6/8/2017 - additional information received from the facility. The facility stated that the line broke at the "red clamp" . Issues were noted on the red lumen only, the purple lumen was okay. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaq1379 showed two other similar product complaints from this lot number.

Event description:
Per complainant: first line was placed on (B)(6) 2017 and removed on (B)(6) 2017 because the line broke within the "clamp area". The line was placed for tpn and is maintained by the patient, unknown how the line is cleaned or frequency of clamp usage. On 6/8/17 - additional information received from the facility. The facility stated that the line broke at the "red clamp" . Issues were noted on the red claim only, the purple lumen was okay. No patient injury was reported.